Manufacturer narrative:
Corrected data: h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen using coolmax applicators on 11-mar-2016, who developed paradoxical hyperplasia (pah/ph) 3 months after treatment. Ph was described as the tissue felt firmer after the treatment. The patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the lower abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen using coolmax applicators on (B)(6) 2016, who developed paradoxical hyperplasia (pah/ph) 3 months after treatment. Ph was described as the tissue felt firmer after the treatment. The patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the lower abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen using coolmax applicators on (B)(6) 2016, who developed paradoxical hyperplasia (pah/ph) 3 months after treatment. Ph was described as the tissue felt firmer after the treatment. The patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) to the lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.